Event description:
A hill-rom technical service rep found that the ground resistance reading was high while performing preventative maintenance and there were no reported injuries. He replaced the power cord and this resolved the loss of ground.